Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo lesion in the proximal left anterior descending coronary artery that was 80% stenosed. Pre-dilatation was performed with two mini trek balloon dilatation catheters (1.5x12mm, 2.0x12mm) at 8 atmospheres. A 3.75 x 23mm xience xpedition stent was deployed at 10 atmospheres. While removing the stent delivery system, a dissection was noted at the distal end. A 4.0 x 18 xience xpedition was used to cover the dissection. Results were determined good for the patient with a timi 3 flow and no residual stenosis. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The dissection was observed after a 3.50 x 23 mm xience xpedition stent was implanted, not a 3.75 x 23 mm xience xpedition as initially reported.